Manufacturer narrative:
The pump was found to have no anomalies. The catheter had a user-related hole, due to a needle stick. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving "2000" lioresal at "1200" via an implantable pump for an unknown indication for use. It was reported that the patient's creatine kinase levels would increase. Then the doctor increased the dose and the patient would get too loose. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. A dye study was performed and it was normal. The hcp replaced the system and the issue was resolved. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.